Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. The device delivered anti-tachycardia pacing (atp) as well as three shocks in two different episodes. Technical services (ts) reviewed the event data and noted that the therapy appeared to be a result of supraventricular tachycardia (svt). The results and device operation were reviewed with the physician. This device remains in service. No additional adverse patient effects were reported.